Manufacturer narrative:
Concomitant medical products: guidewire: route, rinato, guide catheter: launcher, balloon catheter: lacrosse, hiryu, sheath: terumo (26cm), micro catheter: dio. The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
The patient's age was unknown, but was a male. The target lesion was left main trunk to the proximal left anterior descending branch. The lesion was a de novo, moderately calcified and highly tortuous. There was 90% stenosis. Femoral approach was chosen for the procedure. A gc (launcher) was engaged and a gw crossed the lesion. After ivus was conducted, pre-dilation with a balloon (lacrosse) was conducted without any delivering difficulty. A cypher select+ (3.0/33mm: complaint product) was delivered but it became stuck at the calcification at lad and wouldn't move further. Therefore, the physician retrieved the cypher select+ without resistance from the patient's body and found the stent to be dislodged from the sds. The stent was found at lmt near the tip of the gc on the gw. To retrieve the dislodged stent, a snare was inserted. The snare caught the stent, but because the snare caught at the mid potion of the stent, the shape of the stent became a dogleg and couldn't be inserted into the gc. Therefore, the gc was retrieved from the patient as one unit. The stent was withdrawn and inserted into the sheath, and so the stent was retrieved from the patient safely. To continue the procedure, pre-dilation was conducted at the calcification at lad with a balloon (hiryu) and a new cypher select+ (same size) was delivered and implanted using by a micro-catheter without problem. The procedure was safely finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician's comment: the cause of the stent dislodgement was that the sds was retrieved from the patient even though the stent was being caught at the calcification.

Manufacturer narrative:
During a pci, a cypher stent dislodged after it failed to cross a lesion and during withdrawal of the stent into the guide catheter. The dislodged stent was removed with a snare and the lesion was treated with another stent successfully. There was no injury reported to the patient. The target lesion was the left main trunk (lmt) to the proximal left anterior descending (lad). The lesion was described as de novo, moderately calcified and highly tortuous. There was 90% stenosis. The (B)(4) IFU contraindicates the use of this product on the following lesions: the left main trunk, or ostium or lesions in the bifurcation area. Additionally, the safety and effectiveness of cypher has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. Femoral approach was chosen for the procedure. A guiding catheter (gc)(launcher) was engaged and a guide wire (gw) crossed the lesion. After ivus was conducted, pre-dilation with a balloon (lacrosse) was conducted without any delivering difficulty. Then, a 3.0x33mm cypher select + was delivered but it became stuck at the calcification in the lad and wouldn't cross the lesion. Therefore, the physician retrieved the product without resistance from the patient's body and found the stent to be dislodged from the sds. Should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. The stent was found a lmt near the tip of the gc on the gw. To retrieve the dislodged stent, a snare was inserted however the stent could not be inserted into the gc. Therefore, the gc was retrieved from the patient as one unit. The stent was inserted into the sheath and removed safely from the patient. To continue the procedure, additional pre-dilation was conducted at the calcification at lad with a balloon (hiryu) and a new cypher select+ (same size) was delivered and implanted using a micro-catheter without problem. The procedure was safely finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The product was returned for evaluation. One non-sterile cypher select + stent was received inside a plastic bag. The sds was not received. The stent was received separated from the sds and caught by a snare catheter, it did not look deployed. The ends of the stent were damaged (stretched, bent and flared). One non-cordis guide wire and one non- cordis guiding catheter were received too. No more anomalies were found. Dimensional analysis for crossing profile could not be performed due to the received condition of the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent dislodged" failure was confirmed since the stent was received out of the balloon, however without the sds further evaluation of the failure could not be conducted. Neither the DHR review nor the product analysis suggests that the reported failures and stent damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics (calcification and tortuosity) and procedural factors that may have contributed to the event.